Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The past three times she changed the reservoir when the insulin pump alarmed no delivery. The customer was having issues with the last three infusion sets. Customer's blood glucose level was 463 mg/dl. The event was resolved with an infusion set change. The device was not returned.